Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient reported having intraocular lens (iol) za9003 implanted in her right eye on (B)(6) 2012. Post surgery patient claimed the lens did not correct her vision, did not gave any mid- or near range vision and that the iol was a silicon based and she had an allergy to silicon-based products. The iol was explanted and a monofocal iol made by rayner (manufacturer) was implanted (2nd lens). The 2nd lens rotated, tilted and finally fell out of bag so it had to be removed and a 3rd lens was implanted. The 3rd lens remains implanted however, it also required intervention to keep in place and was reported under medwatch number 9614546-2017-00542. This report is for the 1st iol that was explanted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The reported issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.